Manufacturer narrative:
This medwatch is to report against the pump. The system controller is reported under medwatch MFR report # 2916596-2019-01164. Describe event or problem: the previous percutaneous lead repair was reported in MFR. Report #2916596-2018-02506. Approximate age of device- 5 years, 11 months. Device evaluated by MFR: the pump was not explanted. The replaced portion of the percutaneous lead was received. Manufacturer's investigation conclusion: the reported low speed and pump stop events were confirmed through evaluation of the submitted log files, however, a specific cause could not be conclusively determined through this evaluation. Log file evaluation showed low speed and pump stop events while the system was connected to 14v batteries. Based on previous complaint experience the events captured in the log file appear consistent with a potential driveline issue. The replaced portion of the driveline was returned measuring approximately 21¿. A prior driveline repair was present. The driveline repair was disassembled, and no issues were found. Electrical continuity testing did not reveal any signs of discontinuity or shorts. Visual inspection of the driveline did not reveal any signs of damage to the outer silicone jacket or bionate layer. Metal shielding breakdown was noted adjacent to the controller connector. No insulation breaches to the underlying wires were identified. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. Evaluation of the driveline did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. The hmii instructions for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported there was a pump stoppage due to a potential system controller fail. The device had an audible and visual 'pump stop' alarm. The patient was down for more than 15 minutes before ems arrived. The patient was brought to a local emergency room and transported to an implanting facility. The system controller was changed from primary to backup by ems. Log file analysis showed the patient had a low battery alarm and switched over to new batteries. There were pump speed drops below the low speed limit and the pump briefly stopped twice. After that, the driveline was disconnected and since the patient had previous percutaneous lead damage, this was indicative of a phase to phase short. After the system controller exchange, there were no further alarms. The patient had arrhythmias (ventricular tachycardia) closely associated with the time frame. The patient had a previous driveline repair on (B)(6) 2018 and maintained on ungrounded power supplies. The submitted x-rays appeared unremarkable. The physicians wanted to hold off on the driveline repair until they were able to determine the patient's neuro-status. On (B)(6) 2019 the patient received an external percutaneous lead repair approximately 3 inches from the exit site. All tests passed and the vad center requested that the patient stay on the ungrounded cable. It was later reported that the patient expired on (B)(6) 2019. The family declined an autopsy so the device was not available for evaluation.